Event description:
A customer reported a clear liquid leak from the left side of the coulter lh 750 hematology analyzer. The leak which was reported as more than 10 ml was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported, no death, injury or exposure was reported. Patient results were not affected by this event. The customer did not review the msds; however, the facility does have a risk management/exposure control plan in place. A field service engineer was dispatched to the site and found the leak to have been generated from the pinch valve vl46b. The fse replaced the tubing at vl46b, which resolved the issue. The cause of the event was a leak in the pinch valve vl46b tubing.

Manufacturer narrative:
(B)(4).